Event description:
It was reported that during a total lap hysterectomy procedure, loud squeaking noise in handpiece. Trouble shooted, with no relief. Not noted how case completed. No patient consequence.

Manufacturer narrative:
Date sent: 7/5/2006. A1,2,3,4; b6,7: information was not provided by the affiliate. H6: code 400 = cracked blade. Evaluation summary: the analysis reults found that the device was returned with the blade gouged and cracked. Due to the damage to the blade, it was confirmed that the device was non-functional. The device was tested with a generator. And a solid tone was noted. The identified blade damage may have occurred from external contact during activation. In addition, minor blade damage may increase in severity during subsequent activations, and may result in blade, "lockout" later in the procedure. Therefore, the instructional insert states: "scratches on the blade may lead to premature blade failure" and "avoid accidental contact with other instruments during use."